Manufacturer narrative:
Unfortunately, no sample was received or available for evaluation; therefore we were unable to confirm the reported issue. No lot number was reported and therefore a review of a device history record could not be performed.

Event description:
Catheter crumbled during the procedure, but was reportedly removed by the physician without any further surgical procedure.